Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that device was running immediately when the mode switch was turned to forward or reverse. It was further determined that the speed could be adjusted with the console slides, but the handpiece did not react to the handswitch or footpedal. The speed and power measurement was performed by turning the mode switch. During the disassembly it was observed that water from the device started to drop out of the handpiece, and it was noted that the device was improperly maintained. It was further determined that the device failed pretest for check for unintended motion and check function with test hand switch. It was determined that the root cause of the unintended activation/motion was linked to improper maintenance, and the water inside the device was linked to improper reprocessing. Therefore, the reported condition was confirmed. The assignable root causes were determined to be traced to maintenance, which is improper maintenance and environment, which is environmental conditions.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number, and complete facility address were not provided. As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed, and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was discovered that the electric pen drive device moved even though the surgeon did not touch the hand switch. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was reported that the surgery was completed successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.